Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to the motor encoder signal being out of phase. The insulin pump was received with a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. The customer's blood glucose was 10.9 mmol/l. The customer's insulin pump passed the displacement test. The customer stated that they did not bump or drop the insulin pump. While troubleshooting, the insulin pump passed the fixed prime test and the self-test as well. The customer was informed that the insulin pump was functioning as designed. The customer was advised to perform a complete set change. The customer stated that they would monitor the insulin pump and call back if further assistance was required. The customer returned the insulin pump for analysis.